Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell to the ground and as a result, the touch screen became cracked and unresponsive. Subsequently, an unspecified malfunction alarm occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the customer reverted to alternate method of insulin therapy.